Event description:
It was reported that during a da vinci-assisted distal pancreatectomy, the vessel sealer extend (vse) instrument did not sufficiently seal the target tissue and became stuck on tissue. This event occurred while sealing. The surgeon tried several times but the sealing was not enough. There were no errors during this event. Normal sealing tones were heard, but no sealing effect was observed on the tissue. Insufficiently sealed tissue was not ever cut during this procedure. After attempting to seal, the surgeon opened the vse instrument jaws, but the jaws were stuck to/on the tissue. There was no unexpected bleeding due to this event. The target tissue was not under tension. The tissue was smaller than 7mm. The vse instrument experienced this issues on several different locations and did not seal with the expected effect. The target tissue was not exposed to radiation or chemotherapy prior to the procedure. The vse instrument jaws did not come into contact with hard objects. The vse jaws were not immersed in liquid or contaminated with carbonized tissue. The procedure was completed as planned.

Manufacturer narrative:
The vessel sealer extend (vse) instrument has not been received for failure analysis investigations. The vessel sealer logs for this procedure were reviewed. The logs show the suspect vessel sealer extend (vse) part number 480422-01, lot number k12240202-0292 was the first vse used on universal surgical manipulator (usm) 4. This instrument was installed 7 times, with homing complete on its first 4 installs, and homing failing on its last 3 installs. The instrument performed 287 seal events and 242 cut complete events. However, during the 4th install, this instrument had multiple jaw angle open events, followed by a cut failed event and a blade jammed event. After the blade jam, the instrument had 3 consecutive homing failures. The logs show an error for a blade jammed with a vse on usm 4 and 3 instances of an error indicating vse failed homing on usm 4. The timestamps align with the log usage of lot k12240202-0292. The second vse used was part number 480422-01, lot number k12240202-0338. This instrument was installed one time on usm 4 and passed homing. Instrument performed 63 seal events and 57 cut complete events. There were no errors associated with this instrument in the logs.